Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the keypad buttons were under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no serious injury associated with the complaint.

Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2018 with the following findings: on investigation, all the keypad buttons demonstrated normal response on testing. Investigation did not duplicate the complaint.